Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that during reproductible occlusion testing, check clutch/plunger message occurred. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer on 15 september 2022 stating the event occurred during patient use, but there was no patient injury. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the top case was chipped and cracked. The main board had the super cap replaced. The bottom case is damaged. The battery is non-OEM. Functional testing found check clutch/plunger lever error. Replaced clutch half's and that cleared up the problem. The root cause of the reported issue was found to be from wear use, parts were over 10 years old. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d3: report source.